Event description:
A medtronic representative reported that, while in a spine procedure, the tip of a 4.75 solera driver snapped off in the head of the screw. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement part shipped to site. Medtronic investigation of returned suspect screwdriver finds the driver is twisted. The physical damage, deformation, directly caused the event.